Event description:
It was reported to boston scientific corporation that a therapeutic ureteric stone extraction occurred in 2007, using our stone cone retrieval. During the procedure, the stone cone retrieval coil was positioned in the upper ureter, where the physician attempted deployment of the device. Upon deployment, the inner coil could not extend. The physician noticed the end of the wire fell off into the upper ureter and had to be removed with forceps. The procedure was successfully completed with another same device. The pt suffered no injury as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report. The 04/07 15-month stone cone coil complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.